Event description:
It was reported by the customer that the safety catch on one of our needles came off during the PICC when we tried to secure it. No harm to the patient or clinician. No further information provided by the customer.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a defective safety mechanism was confirmed. The photographed sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope.